Event description:
Simone reported that customer was hospitalized due to hbg. Customer reported having e-alarms and low battery life, troubleshoot performed. Instructed customer to monitor pump and bg.